Event description:
As reported by the user facility: event description - underinfusion: at one hour 15 minutes there was 20% left in a 1000ml bag, unk what type of medication, no injury noted. (B)(4).

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A f/u report will be provided when the investigation results become available.